Manufacturer narrative:
Production process analysis: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: on 13-dec-2024, apifix was notified that patient # (B)(6), implanted two years ago at (B)(6), reported pain, swelling near the implant site, intermittent bursts of pain, and sensitivity impairment. CT imaging revealed a loosened extender screw penetrating the spinal canal, potential dural involvement, and loss of correction, necessitating implant removal. During surgery, pus was found along the implant, and surrounding tissue was excised for histology. The implant and screws were removed, the site was cleaned, antibiotics were applied, and the wound was closed. The implant was intact, and the patient opted to keep it. The device will not be returned to the manufacturer. A follow-up call will determine if the facility is willing to share histological and culture results. On 18-dec-2024, additional information confirmed the patient had left the clinic in good condition with no signs of infection. Microbiology and histology results are expected after the holidays, with follow-up planned (B)(6) 2025. Risk assessment: late-onset infection is a known risk which was assessed and recorded by the product risk assessment. This complaint does not change the occurrences rate. The event of late infection is addressed in the IFU as a warning and as potential risks associated with the mid-c system and spinal surgery generally. When new pertinent information comes to light, a supplemental medwatch report will be submitted.

Event description:
On 13-dec-2024, apifix was notified that patient # (B)(6), implanted two years ago at (B)(6), reported pain, swelling, intermittent bursts of pain, and sensitivity impairment. A CT scan showed a loosened extender screw penetrating the spinal canal, potential dural involvement, and loss of correction, prompting implant removal. During surgery, pockets of pus were found along the implant site, and surrounding tissue was excised for histology. The implant and screws were removed, the area was rinsed, antibiotics applied, and the wound closed in layers.